Event description:
Information was received indicating both pumps with a cadd medication cassettes attached were malfunctioning, alarming ?no disposable, won't run". It was reported the pumps would be working fine then would start alarming. Per reporter the pump was working but the user was concerned how long it would keep working, the end user has been using infusion therapy for thirteen years and does not want to be retrained.

Manufacturer narrative:
Additional contact information: (B)(6).